Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The cable was placed the wrong way which caused the bad contact. The fse adjusted it by fitting it correctly. The fse performed all functional tests. The unit did not show any abnormalities in its operation. All parameters were in accordance with factory specifications.

Event description:
N/a

Event description:
It was reported that while being cleaned by engineering , the cs100 intra-aortic balloon pump (iabp) unit has a bad contact on ECG and pressure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has a bad contact on ECG and pressure.